Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s current blood glucose level was 420 mg/dl. Customer stated she ate cereals and will deliver bolus after the insulin pump programming. Customer was assisted in updating insulin pump settings. The insulin pump was not returned for analysis.